Event description:
Customer claims there's no alarm tone when the sensor mat is detached from the alarm. The alarm was tested with new batteries. The alarm has no visible signs of damage. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4) - product was requested to be returned for evaluation and has not been received. Note: this submission is based solely on the user reporter statement. (B)(4).